Event description:
It was reported that the pulse generator could not be interrogated. Attempts at using three different programmers were unsuccessful. The magnet rate indicated beginning of life battery voltage. At the last check in 2007, the battery voltage was 2.78 v. As the patient was not pacemaker dependent, the device remained implanted and the patient was sent home.

Manufacturer narrative:
No medwatch form was received.